Event description:
Additional information received reported that the patient had a pocket revision on (B)(6) 2015. The physician moved the implantable neurostimulator from posterior to anterior.

Event description:
It was reported that the patient was going to have a pocket revision or move to another site due to skin erosion at the device pocket. It was unknown if diagnostic testing or troubleshooting was performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). F